Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient received occlusion alarm on (B)(6) 2025 and experienced high blood glucose level which was treated with correction injection via multiple daily injections (mdi). The site of insertion was abdomen and hips.